Event description:
It was reported to boston scientific corporation that a rotatable oval snare was unpacked during a polypectomy procedure performed on (B)(6) 2012. According to the complainant, when the device was opened it was noted that the cautery pin had detached from the handle. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was unpacked during a polypectomy procedure performed on (B)(6) 2012. According to the complainant, when the device was opened it was noted that the cautery pin had detached from the handle. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. (B)(4): cautery pin detached. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found one pronounced kink in the proximal section of the sheath; the cautery pin was detached. The device extended and retracted according to specifications during functional evaluation. The condition of the returned device was consistent with the complaint that the cautery pin detached; the complaint was confirmed. However, review and analysis of all available information failed to indicate a probable root cause for this event. An investigation has been initiated to address this failure. A review of the device history record (DHR) was performed; no anomalies were noted.